Event description:
The device was returned for analysis.

Manufacturer narrative:
S/w version 4.11e. Retainer ring = black . Insulin pump case: ngp. Customer returned insulin pump for blank display and possible under delivery found on november 18, 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, displacement accuracy test, and self test; however, insulin pump did not pass sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No blank display noted during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 52.675 units of normal bolus were delivered on november 18, 2022 between 00:00:00.000 and 23:59:00.000. Unable to confirm high blood glucose. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no sleep current measurement test failure noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case - corner of belt clip rails, and minor scratches on lcd window. In summary, customer allegation for blank display and possible under delivery was not confirmed. Unable to confirm high blood glucose. Sleep current measurement test failure suspected to be in electrical board 1 found by using test boards to isolate each component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump stopped working. Customer reported that insulin pump stopped delivering insulin. Customer did not want to troubleshoot. Customer also reported high blood glucose event. Customer blood glucose at time of event was 310 and blood glucose at time of call was 175 mg/dl. Customer did not reported any symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Device will be return for analysis.